Manufacturer narrative:
Reported event of sensing noise and pacing problem were not confirmed. The device was received above elective replacement indicator (eri) level upon receipt. Output verification, sensitivity, cross talk noise test, visual and longevity evaluations were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker was oversensing noise triggering pacing inhibition. The pacemaker was explanted and replaced. The patient was in stable condition.